Manufacturer narrative:
H11. Additional narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 19mm 11500a aortic valve was explanted after an implant duration of 2 years, 2 months due to leaflet thickening, restricted motion, and severe stenosis. The patient presented with heart failure symptoms. A 23mm 11500a valve was implanted in replacement. The patient was sent to recovery post-procedure. Per medical records, the patient presented with progressive shortness of breath secondary to decompensated heart failure with preserved ejection fraction (hfpef). The patient is to follow up for tavr evaluation and for further management.

Manufacturer narrative:
H11. Additional narrative updated h6 leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet thickening. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.